Manufacturer narrative:
H.6. Investigation: one photo of a loose 5ml syringe inside a metallic cylinder was received and evaluated. No defects were observed. The reported defect could not be confirmed based on the photo received. Physical unused samples are required for dimensional testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringes had "inconsistent" syringe diameters that were noticed during use. Lot #'s 8078632 and 8251572 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from italian to english: "inconsistent syringe diameters" "the complaint concerns a difference in the diameter of the syringes: this anomaly does not guarantee the correct insertion of the syringes in the shield so that some slip, compromising the tightness of the shielding and consequently the safety of the operator." "In addition, the customer also noticed that a code is present on the syringe plunger and that this code changes in the lot. He tells us he has syringes with code c-207 and c-272. He fears that this code may lead to differences between the various pieces." "The defect on the difference in diameter that they bear is related to the fact that some syringes (those with a specific code) slip out of the shield."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8078632. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-03-19. Medical device lot #: 8251572. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringes had "inconsistent" syringe diameters that were noticed during use. Lot #'s 8078632 and 8251572 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "inconsistent syringe diameters." "The complaint concerns a difference in the diameter of the syringes: this anomaly does not guarantee the correct insertion of the syringes in the shield so that some slip, compromising the tightness of the shielding and consequently the safety of the operator." "In addition, the customer also noticed that a code is present on the syringe plunger and that this code changes in the lot. He tells us he has syringes with code c-207 and c-272. He fears that this code may lead to differences between the various pieces." "The defect on the difference in diameter that they bear is related to the fact that some syringes (those with a specific code) slip out of the shield."